Manufacturer narrative:
Visual inspection: it was observed that the screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face indicated that the failure likely occurred in torsion. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, and one similar complaint was identified. According to the rep, the patient's bone quality was hard. The surgeon skipped the subject level, and the surgery was completed successfully. Inserting the screw in harder than normal bone may have compounded torsional forces, resulting in fracture.

Event description:
It was reported that a yukon oct polyaxial screw fractured intra-operatively. The screw shank broke underneath the tulip head while the surgeon was inserting the yukon screw into the pre-tapped pedicle at t1. The shaft of the screw was left in the patient and the event resulted in a 10-15 minute surgical delay.

Event description:
It was reported that a yukon oct polyaxial screw fractured intra-operatively. The screw shank broke underneath the tulip head while the surgeon was inserting the yukon screw into the pre-tapped pedicle at t1. The shaft of the screw was left in the patient and the event resulted in a 10-15 minute surgical delay.